Event description:
Additional information was received from the manufacturer representative (rep). Rep reported that they met with the patient and resolved the issue with their rapid battery depletion. The rapid depletion was due to the settings that were programmed into the pt's implant. Rep changed the settings to where pt won't have to charge near as often.

Manufacturer narrative:
Continuation of d10: product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID 977a260, lot# serial# (B)(6), implanted: (B)(6) 2020, product type lead product ID 97745nt, lot# serial# (B)(6).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via healthcare provider who was implanted with an implantable neurostimulator (ins). The reason for call was caller reported they are an emt with the fire department and the patient is getting shocking and they are not able to turn the implanted neurostimulators off with the controller. Caller stated they are getting no device found message on the controller screen. Agent asked caller to connect with the recharger and controller show battery recharge the controller. Caller stated he is taking patient to the hospital. Agent reviewed how to turn therapy off without controller. Agent did not get to ask for healthcare provider (hcp) name or event date because emt had to go. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. On (B)(6) 2024 patient (pt) mentioned that on monday (B)(6) they got electrocuted by their implant for 3 hrs and they had to see their rep at the hcp office and they were the only one who could turn their stim off because controller wasn't connecting to implant. The rep told pt to reset controller. On 2024-aug-05 additional information was received from the rep. The rep reported they were not the rep who spoke with the patient at the time of going to the hospital, and does not know the rep. Per the patient, "she was not hospitalized." Rep is unsure if it was caused by the device. When the rep saw the patient in office, patient was only able to connect to the ins by using the charging antenna. When the rep turned stimulation the patient was not getting shocked. The cause was not determined as of (B)(6) 2024 when they saw the patient in clinic. Actions taken include the rep reprogramming their setting and deleting unused programs to avoid the patient accidentally changing the group. Patient was provided with a loan battery pack for their programmer as the patient reported the controller battery would not hold a charge. The rep unpaired and re-paired the programmer to the device which seemed to resolve the connection issue. Patient was directed to patient services if they had further issues with the programmer battery. The rep believes the issue to be resolved. On (B)(6) 2024 patient (pt) called from registered number and mentioned they were driving on (B)(6) 2024 around 2:15-2:20pm when they experienced a prolonged shocking sensation in their left side and in their groin. Pt said shocking sensation lasted 3-3.5 hours until they could turn their stimulator off. Pt said the shock straightened their body like a board and felt like sticking hand in power socket. Pt said it was the worst pain they had ever experienced in their life. Pt said they were given sedatives during transport to hospital and the controller would not connect to the ins at all. Pt said the shocking got worse, moved up the chest, and pt was having trouble breathing. Pt said the stimulation finally turned off. Pt met rep at hospital to have ins turned back on. Pt has since turned stimulation back on, but notices rapid charge depletion (100%-30% in 6 hours on aug 12-13 and 90%-30% in 5.5 hours on (B)(6)). Pt wanted a call from a rep and would like to meet in person. Pt said lead may have moved (pt got x-rays at hospital on (B)(6)). Pt mentioned they had the ins for "problems in their right side." Pt said they think their lead moved a bit since they got it be cause the stimulator did not work as well as when they got it. Pt mentioned they recently started working and now walked about 14 miles in 5.5-6 hours, which was much more than they had been doing when they got the stimulator. On (B)(6) 2024 the rep noted they spoke with the patient and are meeting with them next week.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2020 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 20-jun-2023, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(6), ubd: 15-may-2023, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.